Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to wear and tear. The foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use: "instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was leakage coming from the biopsy channel, scope cover and from the plug unit. These findings were due to wear and tear damage over time. Upon further inspection, it was observed that foreign material was exiting from the connector, universal cord, and suction tube. It was also observed that the light guide rode lens was cracked and chipped. It was observed that the glue of the charge-coupled device unit cover glass and distal end glue was discolored. It was also observed that the plastic distal end cover had a sharp edge or snag. It was observed that the glue of the bending section cover had visible thread. It was also observed that the bending tube was deformed. It was observed that the connecting tube, key top 1 and the universal cord had a scratch. It was also observed that the plug unit cracked. It was also observed that the bending angulation and play was less than the specified values. Lastly, it was observed that the celling plate-plate in the control body unit had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had a leak from the connector plug and bubbles were coming from the air/water plug at the distal end. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was exiting from several unit components which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.